Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). All functions of the device were tested and found to be working normally as intended. It is recommended to test the fiber optic cable and blast shield before surgery. Boston scientific concludes that the reported clinical observation cannot be confirmed as analysis was unable to identify any damage or malfunction related to the reported allegation. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure, it was found that the power was insufficient and accompanied by abnormal noise. The procedure was completed using the same device without patient complications.

Event description:
It was reported that during a procedure, it was found that the power was insufficient and accompanied by abnormal noise. The procedure was completed using the same device without patient complications.